Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Twelve non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(4) 2016. The device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(4) 2016 for lead impedance and ventricular- sensing integrity counter (sic).the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Lead failure predictor triggered on (B)(4) 2016 for lead impedance and ventricular- sensing integrity counter (sic).oversensing due to non-physiologic signals/sic (sensing integrity counter).1368 ventricular- sensing integrity counter (sic) since last session 2.0 days ago.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds, high pacing impedance and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.